Manufacturer narrative:
Electrode belt sn: (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the adverse event. Device evaluation of monitor sn: (B)(4) has been completed.   During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 06/29/2014. Belt: 12/23/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019 at approximately 12:12 pm. The patient's death was reported to be cardiac related. Review of the download data, indicates the patient received seven shocks in response to svt, nsvt, and oversensing of low cardiac signal. Per the clinical review of the ECG data, the device was started up at 15:10:48 on (B)(6) 2019. The patient was treated at 09:00:58 on (B)(6) 2019, while in svt at 230 bpm with motion artifact. The patient's post shock rhythm was asystole. The patient received a second treatment at 09:01:32, while in asystole. The patient's post shock rhythm was asystole. The patient received a third treatment, while in nsvt at 280 bpm. The patient's post shock rhythm was nsvt at 280 bpm that self-converted to a sinus rhythm at 50 bpm with nsvt. The patient received a fourth treatment at 09:04:22, while in nsvt at 270 bpm transitioning to asystole. The patient's post shock rhythm was an idioventricular rhythm at 20 bpm and motion artifact. The patient received a fifth treatment at 09:05:42, while in nsvt at 280 bpm. The patient's post shock rhythm was asystole transitioning to an idioventricular rhythm at 70 bpm transitioning to svt at 280 bpm transitioning to an idioventricular rhythm at 70 bpm. The patient received a sixth treatment at 09:06:16, while in nsvt at 280 bpm. The patient's post shock rhythm was nsvt at 280 bpm. The patient received a seventh treatment at 09:06:47, while in vt at 280 bpm. The patient's post shock rhythm is asystole with an idioventricular rhythm at 10 bpm. The electrode belt was disconnected at 12:30:59 on (B)(6) 2019, while the patient was in asystole from approximately 09:24:43. The patient passed away on (B)(6) 2019 at approximately 12:12 pm.